Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It is reported that the subject had an acf in 2010 and has been experiencing neck and radiating neck pain since. There is mention of a ¿history of back pain¿ prior to the index lumbar surgery ((B)(6) 2011); however, patient¿s primary concern and complaint is cervical throughout these available medical records. She uses a cane occasionally and started using a walker in (B)(6) 2011; to note she has pre-index surgery history of bilateral knee pain (B)(6) 2004 MRI l spine indicated ¿l1-2: extradural defect left paramedian region which appears to be extruded disc material extending superiorly to the disc margin for a length of about 1 cm. No stenosis. 50% to space narrowing. L2-3: broad-based disc bulge centrally and to the left. Ligamentum hypertrophy. Facet hypertrophy. Lateral recess encroachment on the left. No focal herniation. Flattening of the thecal l3-4: 25% to space narrowing. Broad-based annular bulge. Ligamentum hypertrophy. Facet joint hypertrophy. Thecal sac is flattened. L4-5: near-total disc collapse. Broad-based annular bulge. Slight subluxation. Central stenosis. Facet and ligamentum hypertrophy. No focal herniation. No lateral recess or foraminal stenosis. L5-s1 unremarkable.¿ on (B)(6) 2009, MRI lumbar spine indicated ¿multilevel mild to moderate foraminal stenosis increased at l5 s1 on the right. L1-2: small broad-based disc herniation, mild stenosis. L2-3, l3-4: small broad-based disc herniation, moderate stenosis. L4-5: small broad-based disc herniation, mild/moderate stenosis. L5 small broad-based disc herniation. Foraminal stenosis on the right, possible encroachment exiting right l5 nerve root.¿ in 2011 patient¿s primary c/o related to cervical neck pain, cervical post laminectomy syndrome, possibly related to cervical hardware; several treatments/visits to the pain clinic throughout the year all are related to this cervical issue and no noted back pain. On (B)(6) 2011: the patient presented with low back pain and diagnosis of lumbar spondylosis. Patient underwent complete discectomy l3-4 and l4-5 and posterolateral interbody fusion l5-s1 using ¿peek implant using dmb ,¿ spineology posterior instrumentation, iliac crest bone graft, and rhbmp-2/acs. There were no noted complications. On (B)(6) 2011 emg study consistent w/ left sub-acute to chronic l4-5 radiculopathy. On (B)(6) 2011 x-ray excellent post-op changes (B)(6) 2011 ¿ dr (B)(6) f/u visit ¿offers no complaints of low back or leg¿; ¿recent¿ epidural (B)(6) 2011 (B)(6) visit (B)(6) md ¿she underwent fusion of the lumbar spine with dr (B)(6). The surgery went well and that she is now pain-free. She reports weakness to her left leg is worse. X-rays indicate fusions at l4-5 and l5-s1. She has a great deal difficulty walking. She uses a cane. Her main complaint is neck pain. She was doing fairly well prior to surgery but after the lumbar surgery neck pain became significantly worse.¿ and ¿she has no back pain.¿ persistent left lower extremity weakness that patient feels is worse since her surgery. Lumber spine exam - alignment: spine is straight and in normal alignment. On (B)(6) 2011 patient at office visit c/o¿s neck pain, diagnoses added: myofasc pain syndrome <(>&<)> hnp/fissure/bulg, no back or lumbar pain addressed or noted. On (B)(6) 2011, medical records state ¿facet joint tenderness is noted l2-3 l3-4¿, moderate spasm is noted in the paravertebral musculature; straight leg raising ¿does not produce radicular pain.¿ following diagnoses were made: cervical spine region, cervical post laminectomy syndrome, cervical spondylosis / facet joint pain, scleratogenous pain, lumbar spine region, failed lumbar surgery syndrome, lumbar spondylosis / facet pain, muscle spasm, suspect discogenic pain from hardware. On (B)(6) 2011, ¿patient can ambulate w/o assistance¿; patient¿s ¿pain complaints¿ are only for neck at pain clinic visits. On (B)(6) 2011, patient reports neck pain is so severe that leg pain is less noticeable; no c/o back pain at this f/u visit; medication counseling, med management with controlled substances, patient reports decreasing pain med use as she does not want to become addicted. On (B)(6) 2011, per office (pt/mt/chiropractic) patient c/o low back pain, radiates to lower extremities, difficulty walking. Re: neck pain ¿patient notes decreased pain and dysfunction since last treatment¿